Manufacturer narrative:
The customer contacted the siemens technical support technician (tst) to report having issue with the immulite 2000 instrument. The customer provided quality controls (qc) data, and results were within range. The customer also confirmed that the operator had performed all routine maintenance ( daily, weekly and monthly) appropriately. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and replaced the sample and reagent probes and verified probe angle. The cse replaced the sample manifold and sample dual resolution dilutor (drd). The cse reconfigured the sample drd positions and ensured the dilution well and wash spinner speeds were correct. The cse checked the water and substrate pump dispense. The cse performed decontamination and ran preventive maintenance water test, which passed. The cse verified overall operation of the instrument. Then the customer ran qc and patient samples with no issues to verify the instrument was running as expected. A tst was on-site and witnessed that the operators were using aliquot pour over tubes as opposed to transfer pipettes. Pipetting is considered best practice as there is potential for particulate matter being re-introduced into the sample. The cause of the discordant, falsely low hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2247117-2017-00090 and MDR 2247117-2017-00101 were filed for the same event

Event description:
Discordant, falsely low human chorionic gonadotropin (hcg) results were on one patient sample on an immulite 2000 instrument. The discordant results were reported to the physician(s) who questioned them. The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg results.